Event description:
Customer's friend reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 180 mg/dl. Customer's friend doesn't recall any significant event which may have caused the device to alarm. Customer's friend was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarm noted. The device had minor scratches on the lcd window.